Manufacturer narrative:
Concomitant: product ID 3889-28, lot# va0a1xs, implanted: 2013-(B)(6), product type lead. Product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
The health care professional (hcp) reported that there was a loss of therapy. Impedance measurements were not taken. The patient did not experience symptoms when the implantable neurostimulator (ins) was off. There was no change in medication and no urinary tract infection (uti) present. The hcp performed a urodynamic test as the patient had retention for about 3 months. On the current program, the patient no longer felt any stimulation and increased without feeling. Therapy had been in use and the therapy usage was 93%. The patient reported to have had multiple falls this month and last month. The settings were 3+ and 1-. They attempted to capture impedances but the patient was too sensitive and did not want any testing done. The hcp wanted to reprogram the patient and needed help navigating the physician programmer screens. The hcp would do additional testing and attempt to reprogram the patient for therapeutic benefit. The symptom reported was retention. The hcp did not ask the patient if the symptoms were gradual or sudden. This occur red in (B)(6) of 2015. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. If additional information is received, a follow-up report will be sent.